Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator door jammed unable to close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was jammed and unable to close. A field service engineer shut down the medstation and removed the detent latch. Cleaned the micro switches, reinstalled the latch, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.